Manufacturer narrative:
One screw was returned. The head of the screw was damaged around the top points. It is unknown how, or when this damage occurred. The instructions for use literature that accompanies the device states, ¿disassembly, bending, and/or breakage of any or all components¿ are possibly. Damage to the head of the timesh screw could occur if the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. No other unusual characteristics were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screw was damaged during the repair surgery for the patient¿s skull defect. The screw was replaced and there was no injury to the patient.